Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had 3 hospital admissions from (B)(6) 2014 (event date is estimated) for gi bleed, which required blood transfusion and omission of antiplatelet agent and temporary discontinuation of anticoagulant. An esophagogastroduodenoscopy (ogd) found gastritis and non-erosive duodenitis and colonoscopy revealed colitis. A capsule enteroscopy showed bleeding in the upper small intestine. A jejunal arteriovenous malformation (avm) was confirmed by a single balloon enteroscopy on (B)(6) 2014 and adrenaline injections were given and 4 hemoclips deployed (2 dislodged) with good hemostasis. During the (B)(6) 2014 admission for gi bleeding, the patient also developed lvad thrombosis. Pump power was increasing and the patient's ldh was elevated and required 2 cycles of IV alteplase thrombolysis. A second antiplatelet agent, clopidogrel 75mg om was started in addition to aspirin 100mg om and warfarin with dose titration to keep the patient's inr at 2.5. The patient was stable and discharged on (B)(6) 2014. On (B)(6) 2014, the patient's ldh was elevated and the pump power was increasing. The patient was started on ticagrelor, while continuing on aspirin and warfarin to keep her inr range in between 2.5-3. A platelet function test revealed clopidogrel resistance. An unknown amount of time later, the patient was discharged. On (B)(6) 2014, the patient was readmitted to the hospital due to tea colored urine and she reported she could hear and feel the pump running. The pump power and the patient's ldh were elevated again. Fresh frozen plasma (ffp) was administered to the patient followed by IV alteplase thrombolysis and later switched to IV heparin. The patient was asymptomatic through the event; however, the patient's pump flow and pump power were elevated on (B)(6) 2014 despite being on IV heparin and her ldh had started to decrease. A decision was made to exchange the pump on (B)(6) 2014. A new pump was connected to the patient's exiting inflow and outflow conduits and it was reported that thrombus was seen in the explanted pump. The patient was reported to be hemodynamically stable and not on any inotrope support.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 4" from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, visual examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and the inlet section of the rotor. The ring appeared to form in laminated layers, which is an indication that it developed over an undetermined amount of time while the pump was operating. The thrombus found the blood tube/rotor inlet section would have contributed to the reported elevation in ldh. The thrombus would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. The patient's event history contained approx. 5 days of data, which captured multiple power elevations which are consistent with the findings of the evaluation of the pump. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the depositions. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.